Event description:
It was reported that the customer experienced a "high" blood glucose and high ketone levels. The cause of the high bg was unknown, and a specific bg value was not provided. A bolus was delivered to address bg level. Tandem technical support performed a pump system check and determined insulin was not observed to be delivering as intended. Reportedly, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
Device not returned.